Manufacturer narrative:
The other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: (B)(6) 2017 product type catheter product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump. It was reported the patient had been experiencing a headache and fever and the pump and catheter were explanted due to infection in the spine pocket. The issue was resolved and there were no further complications reported/anticipated.